Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15985. It was reported that during the implant procedure, the stylet of the first lead ((B)(4)) was unable to advanced. The physician elected to use another lead ((B)(4)) but found the sensing to be poor. The lead was successfully replaced. During the procedure, the patient was stable.